Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the monitor freezes. Diagnostics determined the device would require return for repair and it was returned to a philips bench repair facility where the reported complaint was not confirmed. On internal inspection it was observed that the touch screen having some intermittent issues. Once the display assembly was replaced the device functioned correctly. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after the engineering activity. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device's monitor is frozen. This issue was discovered outside of patient use.